Event description:
An impella cp was inserted via a femoral arterial access site of unknown laterality in a 78-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock, consistent with society for cardiovascular angiography and interventions (scai) stage c shock. The infarction involved the left main coronary artery. The patient underwent impella cp insertion followed by percutaneous coronary intervention. Following the procedure, the patient was managed in the intensive care unit. At approximately 2:00 am on the day following implantation, the patient developed complete atrioventricular block requiring chest compressions. Further evaluation identified cardiac rupture, and the patient expired. Per report, the impella cp was not forced during placement into the left ventricle, and the time interval between implantation and the event was considered inconsistent with a device-related cause. It was noted that the cardiac rupture was assessed as more likely related to the infarction site, specifically left main coronary artery infarction, and patient-specific factors including small body habitus. The impella cp is being conservatively reported for death; however, the death is more likely attributable to the patient¿s underlying acute myocardial infarction, cardiogenic shock scai stage c, and subsequent cardiac rupture.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6, health effect clinical code e2013 has been removed and replaced with e0604.